Event description:
Customer called to report occlusion system alarm during buffy coat collection. Css asked customer to check all parts of the kit for any clotting or occlusions. Customer checked but did not see any clotting. In the meantime, blood leak alarm has occurred and customer has noted condensation under the centrifuge lid. Css asked customer to put universal protective gear and carefully open the centrifuge door. Customer did so. Customer noted there was blood at the bottom of the centrifuge. Css asked customer if the blood was leaking from the neck of the bowl, customer stated no it was more at the bottom of the bowl. Css recommended customer abort the procedure and does not return any blood/products to pt. Customer agree to abort procedure with no return. Css asked if pt was okay, customer stated yes pt is stable. Svc order (B)(4) was dispatched per customer's request. No product was returned for investigation.

Manufacturer narrative:
Batch record review of lot c707 was conducted. There were no non-conformances related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected; however, manufacturer's CAPA ((B)(4)) has already been initiated to investigate centrifuge bowl leaks/breaks. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the info provided by the customer. Svc order (B)(4) feedback still pending. (B)(4).